Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The sealant of a 5f mynxgrip vascular closure device (vcd) was deployed to the proper location, however, the sealant was dislodged and got out from the body during the procedure. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The patient¿s hospitalization was not extended, and the patient recovered from the event. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device. The device was prepped as per the IFU. A retrograde approach was used in the diagnostic procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the handle. The sealant was covering the proximal balloon bond. The advancer tube was engaged to the tamp lock. The device was not prepped with saline and the balloon had no exposure to blood which indicates device was never inserted into a procedural sheath. The sealant was not deployed. The condition of the returned device did not match the description of the complaint. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. A product history record (phr) review of lot f1923101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed by analysis of the returned device. Visual and functional analysis indicate that the device was never inserted into a procedural sheath. The exact cause of the reported event could not be determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. If the sealant was soaked with blood during this process, it will swell and possibly protrude from the shuttle as received. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1923101 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was deployed to the proper location, however, the sealant was dislodged and it got out from the body during the procedure. Therefore, the procedure was completed by manual compression with less than 30 minutes. The patient¿s hospitalization was not extended, and the patient recovered as a result of the event. There was no reported patient injury. A retrograde approach was used in the diagnostic procedure. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device. The device was prepped as per the IFU. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The device will be returned for evaluation. Additional procedural details were requested but are unknown.